Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 06/24/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to the battery compartment damage, investigation revealed wear on the keypad cover over the ok button. (B)(6).